Event description:
During installation of a cook 6 shooter saeed multi-band ligator for a gastrointestinal endoscopy, the elastic node did not go into the wheel where the wire is wound. The ends of the white cable broke on both sides [the blue hooks of the loading catheter separated on both ends]. See mdrs 1037905-2012-00690 and 1037905-2012-00691. This occurred during the loading process, the loading catheter was not located inside the pt¿s body. Our attempts to collect additional info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: our eval of the returned device was able to confirm the report the blue hooks had separated and/or detached. The returned pouch consisted of a catheter, barrel with all bands attached, trigger cord attached to the barrel and handle. The blue hooks were not attached to the loading catheter. One blue hook was returned and it was attached to the trigger cord directly adjacent to the knot of the trigger cord. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter¿s stylet wire as well as the blue hook were measured and verified to be within the appropriate mfg specifications. A severe kink was noted approximately 5cm from one end of the wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.